Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was intermittently not firing. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming power module and power driver printed circuit board (pcb) were replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on august 11, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power module and power driver printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).